Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated an internal memory error. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our fse (field service engineer) was on not on site and did not investigate the reported issue. The issue was handled by the hospital biomed and the existence of the alarm was confirmed by our fse by phone call with the customer. It was also learned that no parts were replaced and re-starting the ventilator solved the problem. The logs could not been received. According to user manual, the recommended action as remedy for this issue is to restart the ventilator as in this case done by the hospital. In the service manual, restarting is also one of the remedies. Since we do not have the logs and the issue could not been duplicated after re-start, with this limited available information from the 3rd party, the root cause of the reported event cannot be identified.

Event description:
Manufacturer ref.#:(B)(4).